Manufacturer narrative:
Correction: b2, b5, h1, h2, h6b2 - outcomes attributed to ae: death. B5 - procedure description updated. H1 - type of reportable event: death. H6 - adverse event problem: code 1802 death added.

Event description:
Subsequent to the previously filed report, additional information was received: on (B)(6) 2023, the patient passed away. No additional information was provided.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor transcatheter aortic valve was chosen for implantation utilizing a small flexnav delivery system. The patient¿s baseline rhythm was sinus rhythm. Calcification was visible at the left ventricle outflow tract (lvot). After patient was induced by anesthesia the patient showed bundle branch block. Patient went bradycardic then heart block was noted after second pre-implantation balloon aortic valvuloplasty (bav) inflation. The valve was implanted successfully at a depth of 3mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). The patient was hospitalized an extra day to monitor rhythm. Medication was provided. The patient was discharged on (B)(6) 2023. The patient returned on (B)(6) 2023 with complete heart block and syncope. A dual chamber permanent pacemaker was implanted. The patient was reported to be discharged. On (B)(6) 2023, the patient passed away due to unknown causes at a skilled nursing facility.

Manufacturer narrative:
An event of complete heart block, syncope after two days of implant and patient death was reported. Possible contributing factors to arrhythmia after a portico valve implant include patient conditions, such as pre-existing arrhythmia, anatomical factors, such as calcification extending beneath aortic annular plane in the interventricular septum, and the depth of implant of the device. It was reported that the patient showed bundle branch block when induced by anesthesia. Patient went bradycardic then heart block was noted after second pre-implantation balloon aortic valvuloplasty inflation. Information from field indicated that the valve was implanted successfully at a optimal implant depth of 3 mm at the non-coronary cusp and 6 mm at the left coronary cusp. Field indicated that the heart block was believed to be caused by the pre-implant balloon valvuloplasty and that a dual chamber permanent pacemaker was implanted to resolve the event. Abbott requested for operative notes and imaging however this was not provided by field. The cause of death remains unknown. There was no allegation of malfunction against the abbott device or procedure. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 25mm navitor transcatheter aortic valve was chosen for implantation utilizing a small flexnav delivery system. The patient¿s baseline rhythm was sinus rhythm. Calcification was visible at the left ventricle outflow tract (lvot). After patient was induced by anesthesia the patient showed bundle branch block. Patient went bradycardic then heart block was noted after second pre-implantation balloon aortic valvuloplasty (bav) inflation. The valve was implanted successfully at a depth of 3mm at the non-coronary cusp (ncc) and 6mm at the left coronary cusp (lcc). The patient was hospitalized an extra day to monitor rhythm. Medication was provided. The patient was discharged on (B)(6) 2023. The patient returned on (B)(6) 2023 with complete heart block and syncope. A dual chamber permanent pacemaker was implanted. The patient was reported to be discharged.